Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in hong kong. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with microbial contamination (greater than 100 cfu/ml) during water sampling test pre-disinfection procedure. Following disinfection microbial contamination was absent (0 cfu/ml). Customer also reported a rapid consumption of h2o2. There is no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication under previous complaint from the same customer, livanova learned that the device was cleaned regularly per device instructions for use. A disposable pall-aquasafe water filter with a 0.2m membrane for tap water or equivalent performance filter is used and when the device is not used, it is stored full of water, but h2o2 is not checked daily. The hospital do not use patient reusable blankets. Prior and after operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected. 3t aerosol collection set is replaced after the allowed use period. The device is placed inside the operation theater during use at an estimated distance of 1/1,5 meters between the surgery field and the device; the fan exhausts close to the suction exhaust (out-take) of the operating room which is directed away from the surgical field. Since h2o2 check is not performed when the device is stored full of water as prescribed by the instructions for use, this may have led/contributed to the reported contamination.